Event description:
It was reported that: "during a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the left common femoral artery at the bottom of the femoral head. Moderate posterior calcification was reported. Measured depth for the manta was 4.5 cm. Systolic blood pressure was 120/55 and act was 565. Heparin 7000units and 40 mg of protamine were administered during the procedure. It was reported there was a tract deployment. Dr pulled hard and fast to red. Lots of extravasation on post angio. Lock far away from vessel. After multiple balloon inflations at lt cfa extravasation continued and vascular was called to do a cutdown. There was no patient harm from the incident."

Manufacturer narrative:
(B)(4). Complaint details were reviewed. No unit was returned for evaluation. As per the additional information received, procedure was a tavr. Access site was left common femoral artery. Moderate posterior calcification noted. The measured depth was 4.5 cm. Manta was deployed at the measured depth. Tension gauge went hard and fast to red. The IFU states the following: do not pull past green. Excessive force may cause vessel damage. Only light tension (yellow/green) is required. A device history record (DHR) was reviewed; no issue related to complaint was noted. Slow leak was noted. Angiogram pictures shared confirm the lock to be away from the vessel. Extravasation was also noted. Manual pressure and pta ballooning were employed. Hemostasis was not achieved. Subsequently, surgical cutdown was down to explant the manta and repair the vessel. Patient condition is fine. Based on the information, the most likely root cause of the issue user error.

Event description:
It was reported that: "during a tavr procedure. Micro puncture and ultrasound were utilized to gain access in the left common femoral artery at the bottom of the femoral head. Moderate posterior calcification was reported. Measured depth for the manta was 4.5 cm. Systolic blood pressure was 120/55 and act was 565. Heparin 7000units and 40 mg of protamine were administered during the procedure. It was reported there was a tract deployment. Dr pulled hard and fast to red. Lots of extravasation on post angio. Lock far away from vessel. After multiple balloon inflations at lt cfa extravasation continued and vascular was called to do a cutdown. There was no patient harm from the incident."

Manufacturer narrative:
(B)(4).